Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this implanted system had an infection and dehiscence at the site of their implant incision. The system was explanted; two right atrial leads, surgically abandoned previously, remained implanted. Additional information was received indicating that the patient had expired ten days post-procedure. Records indicate that this device was explanted but will not be returned.